Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. While the device analysis could not be completed, a loose connection and disconnection was reported which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) indicated that the patient line extension became separated from the connection point with the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.